Event description:
Complainant alleged that during a routine preventative maintenance check, the device had no ECG detection , displaying only a dotted baseline. The complainant indictaed that there was no pt involvement in the reported failure.